Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 260 and 160mg/dl. Test were done 10 minutes apart. Patient did not experience any adverse event.